Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have received an unexpected restart alarm after the battery has been removed and reinserted. Unable to troubleshoot due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.